Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During arthroplasty case, the implant was not adhere to the cement. Doi: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device and photos associated with this report were returned for analysis. Examination of the returned device and photos did not confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system was performed for the finished device [9076575] number, and no non-conformances were identified. H10 additional narrative: added: d9 corrected: d1, d4 (catalog, lot # and UDI), h3 and h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.